Event description:
(B)(6) clinical trial. Same case as MDR#2134265-2012-04532. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and target vessel revascularization was performed. (B)(6) 2012- the patient presented with stable angina. A 99% stenosed, 20mm long target lesion was identified in the mid right coronary artery (rca) with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 24mm ion coa stent. A second target lesion was located in the distal rca with 99% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The second target lesion was treated with direct placement of 2.75 x 32mm ion coa stent. The patient was discharged on the next day on aspirin and prasugrel. (B)(6) 2012 - a 50% focal restenosis of the ion stents located in the proximal rca extending into the distal rca was treated with the placement of 3.0 x 16 mm, 3.5 x28mm, 2 .5 x 28 mm and 2.25 x 12 mm promus stents with 0% residual stenosis. The event was resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).